Event description:
It was reported that a patient underwent a total pelvic floor repair procedure in 2008. At about one month, it was found that the patient had developed a mesh erosion in the vaginal apex (5mm x 3mm). The patient was treated with local antibiotic therapy and estrid. In addition, about one week later, the patient had a partial resection of the mesh which resolved the event.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.